Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were having difficulty getting their ins into MRI mode for an MRI of their lumbar spine. The patient stated that their ins battery is off because it takes too long to charge; they can still only get 2 coupling bars to work at any one time (since implant). It was noted that the patient is scheduled for a system replacement next week because of this issue. It was reviewed with the patient that they should continue to charge so that the device could be placed into MRI mode. The patient called back and was able to successfully put the device into MRI mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
Information was received from a manufacturer and a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient tried to recharge the implantable neurostimulator (ins) for the first time since implant, they had difficulty recharging and they were only able to obtain two coupling boxes at the most; the device had never gotten a full charge. It was also reported that the ins did not feel too deep, but it did move a lot in the pocket. The rep stated that the hcp believes it could either be the location of the ins although it appeared to be superficial, or that there was a problem with the ins itself. The rep stated the antenna locate (al) feature was performed, the values were 72 and 68 and the patient stated that they do not have access to another the recharger to charge the ins. The patient stated that they tried repositioning the antenna, turning the antenna dial, and watching the instructional video. In conclusion, there were plans made for the patient to get an MRI and to replace the current ins.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.